Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the lot number is not available.

Event description:
Patient revised to address pain.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes report metallosis, osteolysis, metal debris, elevated metal ion levels, and pseudotumor. Lot numbers provided. Updated head/liner. Metal ion levels provided are at non-reportable levels.

Event description:
Pfs and medical records received. In addition to what as previously alleged, pfs alleges metallosis of both hips. After the review of medical records for MDR reportability, it was stated that the patient was revised to address osteolysis, metallosis, pseudotumor, lysis of calcar and pain. Revision notes reported obvious metal shaving and metal particles, metal stained synovium and tissues, large areas of lysis, necrotic tissues, little evidence of taper corrosion, and cavitary lesion with large amount of fibrous metallosis. Clinical visits reported of elevated metal ions but lab results shows metal ions level below 7ppb.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.